Event description:
It was reported that the patient¿s catheter was fractured. The breakage was confirmed by a dye study. The fracture had reportedly happened ¿years ago¿ and he had had the catheter replaced twice since that time. There was no current issue with the patient¿s catheter. It was also reported the patient had a ¿free floating¿ piece of catheter in his csf (cerebrospinal fluid). Further information later received reported the patient had a catheter revision in 2007. It was noted there had been no other procedure since then. Additional information received later reported the catheter break had occurred in july of 2007 prior to explant. The catheter had broken into several pieces and a piece was still located ¿close to the brain¿ later described as being in the dura space. The piece had not been moving and they had been following it ¿for a while to make sure.¿ the patient had been under the impression that the catheter went into the dura of the spine. The patient wanted to know if the catheter was placed into the intrathecal space of the spine, how a piece would be showing into the dura. The patient had been under the impression that the catheter would ¿come up from the bottom and be pushed up through the dura so far.¿ the patient had also been under the impression that the catheter had broken because it was in the dura. The type of medication at the time of the catheter break that was in the pump had been hydromorphone and bupivacaine however it was later reported the pump contained (B)(4).¿ it was then reported prior to the patient¿s neurosurgeon having a stroke; he had told the patient that he would prefer to leave the piece where it was because of the risk of removing it. They reportedly couldn¿t give him even a 50 percent change of him not becoming a quadriplegic and the piece was reportedly in a difficult spot to remove it from. No further information was provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type catheter. (B)(4).